Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that a heartrail ii sample had three guide wires inserted in it. Two of the three guide wires were found to be runthrough ns devices and the other one was found to be a competitor's device. Magnifying inspection of the distal segment of the actual sample found that its distal portion had been curled inward, with a guide wire's fractured piece protruding out of the distal end. X-ray fluoroscopic inspection of the actual sample revealed a partial view of a link-structured stent-like object was caught in the three guide wires in the stretched state. A partial view of some fractured objects was also noted. From the distal end of the actual sample, the curled original distal extremity was found. The heartrail ii was disassembled for further inspection. The stent-like object revealed was found to be a stretched stent with the struts having been damaged. The proximal end of the stent was found to have been caught in the distal tip segment of the heartrail ii. The investigation has yet to be completed. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. (B)(4).

Event description:
The user facility reported a fracture when using the runthrough ns device. Follow up communication with the user facility reported the following information: it was reported the customer was advancing a runthrough ns into the distal rca through a heartrail ii; it was reported he went through a severely tortuous segment toward the distal calcified part; at that moment, the runthrough ns became trapped and fractured; the customer, in order to retrieve the fractured runthrough ns, inserted three guide wires and had them tangled with the fractured runthrough ns; succeeded to pull it back into the heartrail ii; and no known impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2015-00248 to provide the completed investigation results. The elongation of the stent was released for further inspection. Magnifying inspection found that the three guide wires had been inserted partially through the inside of the stent struts. They were found to go through the identical course inside the stent. The actual heartrail ii sample was disassembled for further inspection. A fractured piece was found at the distal end of the actual sample, which measured approximately 60mm in length. (Hereinafter called piece 1.) A fractured piece approximately 18mm in length (hereinafter called piece 2.) And another piece approximately 15mm in length were found to have been caught by the stent. (Hereinafter called piece 3.) Magnifying inspection found that all three pieces had a wavy shape. Dimensional inspections found that all three pieces met manufacturing specification. Sem-edx elementary analysis of pieces 1-3 revealed that they had the elements and compositions very similar to those of the stainless steel coil of the runthrough ns product. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Based on the inspection findings, it is likely that the three pieces are from the stainless steel coil of the actual runthrough ns sample. All three pieces had a wavy shape. From this it is likely that the actual runthrough ns sample was subjected to a pulling force. With no return of the fractured core wire of the actual runthrough ns sample, it cannot be determined how and when the fractures occurred on the stainless steel coil. The device labeling does address the potential for such an event in the instructions-for- use (IFU): "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, and separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2015-00248 to provide the completed investigation results.